Manufacturer narrative:
We are still investigating this reported incident. A f/u report will be submitted as soon as our investigation is complete.

Event description:
It was reported by the customer that after upgrading to vf8.3, there are multiple intermittent dropouts of the telemetry pt signals on this ics central station used on their telemetry floors. No injury was reported. (B) (4).